Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted on (B)(6) 2020 due to acute anemia with melena. The patient required ICU admission. Over the course of hospital admission inr was reversed and multiple blood transfusions were administered. A egd was unremarkable. Anticoagulation was resumed. No further information was reported.

Event description:
The patient was admitted from 04mar2020 to 13mar2020.

Manufacturer narrative:
Manufacturer's analysis conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.